Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to multiple stations. A technical support specialist restarted external messaging and re-ran the query, but the issue persisted, ran the carefusion coordination engine (cce) remote support service (rss) package to restart carefusion coordination engine services, after which messages began crossing. After dialing into the carefusion coordination engine, found the carefusion coordination engine service had stopped due to an error and that the service recovery options were not configured. Per knowledge article (ka) - pieservice.exe crashes due to ntdll.dll, set the recovery options and identified that the hosting bundles were missing. Installed the required components, and the carefusion coordination engine console began to load but returned a 500 error. Further investigation revealed that the application pool was missing, repairing the carefusion coordination engine console would require a field service engineer (fse) to reinstall the missing components. No further response was received from the customer, and tss closed the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients not crossing over to multiple stations, error message displayed as "patient interface issue, patient data may not be current" and went critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.